Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm displayed 206 mg/dl and the patient self-administered insulin (4 units). No bg finger stick was obtained prior to self-treatment. The patient went to the bathroom, fell, and damaged their ankle. The patient's spouse called for an ambulance, and upon arrival, the paramedics check a bg finger stick and it displayed 47 mg/dl. While the patient was being transported to the hospital, they patient received unspecified treatment to stabilize the blood glucose. While the patient was at the hospital, they were advised that ankle surgery was required due to their fall. At the time of the report, the patient was doing okay and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.